Event description:
I had a wright metal on metal hip implant. Bilaterally in 2005. I now have to have the left hip replaced because I have had severe pain since the implant was placed. I now have high chromium and cobalt levels in my blood. Over the last 3 to 4 years, I have had memory issues, a failed business and was fired from my job. I live with severe pain every day and developed an opioid dependence.